Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d.9., h.3., h.6.